Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 14 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that there were 14 false positives drawer a/b since april 6th. "

Manufacturer narrative:
H.6. Investigation: customer reported 14 false positives on a bd bactec fx top instrument (p/n 441385, (B)(6). No erroneous results were reported . A dispatched bd field service engineer(fse) and found drawer a rack e/f not fully seated on row board connection. So reseated the rack and the machine is working without any issue and released to customer as fully operational and the instrument was functional and handed over to the customer for use. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed two previous complaint for false positive issues. Bd quality did not receive any returned instrument or parts for investigation. This complaint is confirmed failure of a bd product. The root cause is due to faulty row board connection. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 14 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that there were 14 false positives drawer a/b since april 6th."